Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on the evening of (B)(6) 2011. She stated that she obtained a glucose result of "305 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. She denied taking any medications to manage her diabetes and due to the alleged issue she confirmed not taking any action based on the high result. Instead, the patient informed this mss that she called her doctor's office answering service, and was advised to test with another meter. The patient reported that she has a total of 4 ultramini meters, and when she tested with all 4, they all gave her what she felt were inaccurate high results. She felt that the tornado that was in the area had knocked out the power, and it was very cold inside the house. The patient claimed "45 minutes" later after the alleged issue, she felt "shaky." She stated that she waited about "2 hours feeling the same way" after the alleged issue started, tested again with another meter and obtained a glucose result of "103 mg/dl." After the patient obtained what she felt was an accurate result, she then ate food and felt better soon after. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, and reportedly afterwards developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.